Manufacturer narrative:
(B)(4). Batch # p92a78 . Investigation summary: the device was returned with jaws open and in good physical condition, with no apparent damage. The device was tested on the generator and passed all functional and mechanical testing. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. The jaws opened and closed as expected. The closure lever latched and unlatched as expected. The knife was advanced and returned unaided every time. There were no anomalies noted with the functionality of the device. A possible cause of the jaws difficult to open could be tissue buildup on the jaw electrode surface during extended use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking that may lead to the device being difficult to open. The device was found to be conforming. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2017. Batch # p92a78. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after 4/5 times activating, seal and cut, the jaw didn¿t open. Another device was opened and used. No patient consequence.